Manufacturer narrative:
The investigation requested the customer's qc data but it was not provided. The customer's calibration data was acceptable. The customer's sample centrifugation time was 300 seconds at a speed of 1450 rpm. The investigation could not determine if the centrifuge speed was appropriate for the tube type. The customer's alarm trace contained sample aspiration alarms. Sample integrity is the customer's responsibility. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer conducted assay performance testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg test system and elecsys troponin t stat assay results for one patient tested on a cobas 8000 e 602 module. Before patient testing, the customer performed monthly maintenance, and verified qc was acceptable. The initial results were reported outside the laboratory. The customer performed repeat testing with the same sample on a different analyzer and the initial analyzer. The patient¿s initial hcg result was 665 iu/ml and the initial troponin result was 265.9 ng/l. The patient¿s first repeat results on a different analyzer were hcg 10,000 iu/ml with a data flag, and troponin 6.00 ng/l with a data flag. The sample was diluted and the hcg result was 25,410 iu/ml. The customer performed a reagent prime on the initial analyzer. The patient¿s second repeat results on the initial analyzer were hcg 10,000 iu/ml with a data flag, and troponin 6.00 ng/l with a data flag. The sample was diluted and the hcg result was 28,143 iu/ml. The customer determined the first repeat results were correct. The hcg reagent lot number was 45804500 with an expiration date requested but not provided. The troponin reagent lot number was 45954600 with an expiration date requested but not provided.